Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone lens. The patient's zonules were too weak to hold the lens. The lens was removed without enlarging the incision. Surgery was completed using another style of lens.